Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), product ID: 9735843, a medtronic representative went to the site to test the equipment. Testing revealed that the camera ethernet cable and camera were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G02004 corresponds to the concomitant product 9735843. G05001 corresponds to the concomitant p roduct 9735821. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue with the camera during installation. The balls could not be seen by the camera. The system is a demo system that was being installed when the reported event occurred. There was no patient involvement.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), h2-3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded that the camera had electrical failure. The returned psu had scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. Codes: b01, c02, d02 h2) please see section d9 for when the camera was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.